Event description:
A consumer reported experiencing redness in left eye on sunday associated with wear of focus night & day lenses. Three year history of successful extended wear with this brand. Consumer continued to wear lens on extended wear basis and then sought care from primary care physician on tuesday (3 days later). Diagnosis reported as iritis, treatment consisted of vigamox drops. The consumer's eye care practitioner reported the consumer has been prescribed a different lens brand. No further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is being classified as iritis." The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. The package insert states in the adverse device effects section - patients should be instructed to immediately remove the lenses if redness of the eyes is experienced. If problem continues after removing lens(es) or upon reinsertion, immediately remove the lens (es) and contact the eye care professional for identification of the problem and prompt treatment to avoid serious eye damage.